Event description:
New information on 8/30/18 stated that on (B)(6) 2018, the patient presented in clinic for follow up. Upon interrogation, the device continued to exhibit undersensing. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing due to loss of electrode contact in the pocket. No intervention was performed. The patient would continued to be monitored.